Event description:
It was reported to philips healthcare that the heartstart mrx failed the defib test. There was no patient involvement as this occurred during testing.

Manufacturer narrative:
(B)(4).